Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the representative on 2018-mar-27 reporting that the patient had not mentioned hot/burning sensation at the appointment with the representative but it was confirmed that the tenderness was not resolved. The patient was referred to their physician. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient and the rep reported that the 'thumping' stopped as soon as the MRI was over but the patient noticed that the ins was heating up intermittently since then. The patient stated that it gets hot, like a 'little burn,' then goes away. It was noted that this may be positional. It was also noted that the pocket was not sore right after the MRI but that it became sore a few days after it and that it was tender to the touch. The pocket site was feeling sore when the patient sat down. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient was sent to the emergency room for a possible stroke. A MRI was ordered. It was stated that the implantable neurostimulator (ins) was put into MRI mode and the cage was put on the patient as they were just to have a head MRI. The patient felt the battery thumping "like someone was tapping it with a finger." The MRI was stopped because they did not know if it was okay or not. The remote was reset by taking out the remote batteries in order to turn it back on. No further complications were reported.